Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized. Blood glucose was 350 mg/dl. Customer stated that he was experiencing high blood glucose and had problems with his infusion set, but was not getting any alarms on the insulin pump. Customer stated that the infusion set was kinked. Customer was blousing for blood glucose value over 300 mg/dl and insulin was coming out of the site. He had dropped the device and pulled on the site. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. No high pressure test performed. Current blood glucose value was 268 mg/dl; treated with manual injection. Nothing further reported.